Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test failed during the pre-use check. The expiratory/inspiratory pressure transducer pcb (printed circuit board) was inserted into the system as replaced, but it was not confirmed whether it was replaced or not since no parts were returned for investigation, the root cause of the reported issue could not be determined.

Event description:
Manufacturers ref: #(B)(4).